Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when the patient was just about to change the set, the infusion set tubing came apart at the quick release and was never inserted, just took it out of packaging, tubing fell out. Reportedly, the infusions were not stored or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the tubing was detached from the tubing connector (missing glue) and was noticed excess of glue where tubing was joined on the tubing connector. No further information available.